Event description:
It was reported via a call that the event involved a female patient with an acute anterior mi (myocardial infarction). Per the rn, they stented and angioplastied the lad (left anterior descending). The patient's heart rate was 50's and the pressure was reading 100/50. The rn told the clinical support specialist (css) that when they started the intra-aortic balloon pump (iabp) therapy, they could see under fluoroscopy that the balloon was not fully inflating. It appeared that the balloon was only half-way inflating. The css asked if the pump was giving them an alarm message. The rn thought it did, but she was not sure what the message was. The css asked how they got the pump pumping and the rn said they just started it again. It is now pumping without alarm. Because the md wanted to use the fiberoptix sensor (fos) the iab was removed. The css asked the rn if they had saved this fiber optic balloon. Per the rn, they have it, so the css had them connect it to another pump to see if it would connect. The pump would recognize the cal key, but not the blue fiber optic connection. The fos codes were: ll (low light return), and eo (excessive offset: zeroing procedure resulted in a large difference from factory set calibration). The description of the blue connection did not suggest that the tip was pushed back into the connector. A second iab-05830-lws was inserted via the same insertion site as the first iab. The css had them make sure the central lumen was connected and the pump was using the transducer arterial line for pumping. The pump is pumping in autopilot using the central lumen. The patient is stable.

Manufacturer narrative:
(B)(4).